Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. Failure analysis (fa) lab received a vela front panel. The vela front panel was installed into a known good unit and powered in maintenance mode. The screen was not blank. A touch screen calibration was performed successfully. The unit was operated in volume a/c mode to check longer term reliability. The customers issue could not be duplicated. The touch screen sensitivity seemed somewhat less than optimal requiring some force to activate however, there was no apparent cause of the ¿blank screen¿ complaint. There was however, evidence of fluid ingress damage which is considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The customer claims a blank screen. A user interface module was sent. No patient involvement was indicated.